Event description:
It was reported that the lcd screen was extremely dim. There was no patient involvement at the time the event was observed, no patient or user harm reported. The customer requested the part number for a 2nd gen ui assembly. The customer was provided with the part number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer attempted to order the part; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.